Manufacturer narrative:
The reported event for failure to capture was not confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited failure to capture. The left ventricular lead was removed and replaced. The patient was in stable condition.